Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during three surgeries, foreign material from the cartridge that was delivering an intraocular lens (iol) was found in the patient's eye. A different lot number was used to complete the procedures and the material was no longer found. Additional information was requested.

Manufacturer narrative:
The used company iii (d) cartridge was not returned for evaluation. Three unopened company iii (d) cartridges were returned for lot# 32539716. One company iii (d) cartridge was opened for evaluation. The company iii (d) cartridge was visually inspected with no damage or abnormalities observed. The company iii (d) cartridge was functional tested. No cartridge or lens damage was observed. No foreign material was observed on the iol post-delivery. The company iii (d) cartridge was cleaned and topcoat dye stain tested with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The associated sn60wf lens is a qualified model for the cartridge; however, it is unknown if the diopter was in the specified range of use. The other associated products were it is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause. The used company iii (d) cartridge was not returned. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).